Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse station (cns) was no longer emitting audible alarm tones with the alarms displayed on the unit. When an alarm occurs, they see the banner on screen, the alarm indicator illuminates, but there was no sound that came from the unit. They tried rebooting the unit a few times before calling, but the issue persisted. Technical support (ts) had the bme perform an alarm check and the indicator flashed as expected, but still no audio. The volume was all the way up in windows and they could not even hear the windows system sounds. Ts confirmed the audio device was using the correct realtek audio device. Investigation summary: the unit was returned for evaluation. Evaluation and extended testing could not duplicate a complete loss of audible alarms, and no additional hardware faults were identified. The unit was reimaged, the cns software was upgraded, and extended testing confirmed operation within specifications. The root cause could not be determined. No further investigation is required. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) was no longer emitting audible alarm tones with the alarms displayed on the unit. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) was no longer emitting audible alarm tones with the alarms displayed on the unit. When an alarm occurs, they see the banner on screen, the alarm indicator illuminates, but there was no sound that came from the unit. They tried rebooting the unit a few times before calling, but the issue persisted. Technical support (ts) had the bme perform an alarm check and the indicator flashed as expected, but still no audio. The volume was all the way up in windows and they could not even hear the windows system sounds. Ts confirmed the audio device was using the correct realtek audio device. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) was no longer emitting audible alarm tones with the alarms displayed on the unit. No patient harm was reported.